Event description:
The procedure was stenting of the sfa in (B) (6). On the (B) (6) 2008, the pt presented at the hosp for the 12 mos follow-up. According to the physician, stent fractures were visible on x-ray. The pt complained about mild and unspecific pain in both legs, sometimes in the resting position, no typical claudication. Duplex scan indicates an open stent without any signs of restenosis. X-ray shows 2 fractures (two complete separations in the distal segment of the stent), heavy calcification of the artery is also visible in this region.

Manufacturer narrative:
The causes of the fracture appear to be related to an elongation of the struts (stent) deployment.